Event description:
Boston scientific received information that approximately one year ago this lead and associated device displayed high, out of range pace impedance measurements. Oversensing of myopotential noise was also seen. The system had been reprogrammed to unipolar and was being monitored. Recently, the patient was seen in clinic where it was noted that the system was displaying impedances of greater than 2500 ohms. Boston scientific technical services discussed trouble-shooting options. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.